Event description:
The customer contacted baxter (B)(4) to report a leak that occurred at the cap end of a dual luer lock cap. The customer uses this product as an end cap for a line. The process step was during patient use. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available regarding this report.

Manufacturer narrative:
(B)(4). Additional information: a customer returned six (6) companion units for an evaluation. A visual inspection and functional test were performed and no defects were observed. The six units result satisfactory to pressure test at 8psi. The reported condition was not confirmed. The cause of the reported condition was not identified. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review cannot be performed since there was no lot number provided.